Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Device summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap hepatectomy procedure, the tip of the device was broken. There was no serious outcome even though it happened while it was being used. Unk how case was completed. Surgery was prolonged five minutes. There were no adverse consequences for the pt.